Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a call pd/rn message at the end of therapy. The patient was connected at the time of the message. This message indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The cause of the message was not determined. The drain volume was 3559 ml, the last drain volume was 23 ml, and the total ultrafiltration volume was 3569 ml. The technical service representative explained the message to the patient and assisted them in removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.